Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 488 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with manual injections and the insulin pump. Customer experienced vomiting, high blood glucose and went to the hospital. Customer advised they have changed out their set multiple times. Customer performed and passed the self-test and high pressure test. Customer advised they would give themselves 6-8 manual injections per day until they received new sets and supplies. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.